Event description:
It was reported on (B)(6) 2023 a 14-12mm amplatzer duct occluder was chosen for implantation utilizing a non-abbott 8f (2.67mm diameter) delivery sheath. During attempted deployment of the occluder, a cobra deformation formed. The device was removed and the procedure was aborted. The patient remained hemodynamically stable throughout the procedure and was reported as stable. There was no adverse patient effects or clinically significant delay. There was no interaction with cardiac structures and no angulations or kink in the delivery system.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and was found to have multiple cut wires which precluded functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.na

Event description:
It was reported on (B)(6) 2023 a 14-12mm amplatzer duct occluder was chosen for implantation utilizing a non-abbott 8f (2.67mm diameter) delivery sheath. No damage was noted prior to use of the device. During attempted deployment of the occluder, a cobra deformation formed. The device was removed and the procedure was aborted. The patient remained hemodynamically stable throughout the procedure and was reported as stable. There was no adverse patient effects or clinically significant delay. There was no interaction with cardiac structures and no angulations or kink in the delivery system.